Event description:
Caller reported that pump quick bolus and wake button were difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.